Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that during support, the patient experienced bleeding from the axillary access site of the impella. The patient was taken to the operating room for a left axillary exploration and washout to manage the condition. A suture hole was discovered in the artery causing the bleeding, and it was sutured to repair. The device was subsequently weaned and explanted successfully, and the explant was not performed earlier than planned as a result of the complications.

Manufacturer narrative:
H6: updated codes for type of investigation, investigation findings, and investigation conclusions. H11: updated based on the results of the investigation. Investigation summary no product was returned. Major bleed: the cause of the major bleed was unable to be determined as insufficient clinical details were provided, and no product was returned for analysis. Vascular injury: the root cause of vascular injury cannot be determined since the product was not returned, and insufficient clinical details were provided. Arrythmia: in order to make a root cause determination, the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Device history review pump passed all post sterile inspection checks.

Event description:
Additional update noted that the physician repositioned the pump to address the ectopy.

Manufacturer narrative:
Correction: section b5: the information in b5 was inadvertently left out in the initial report which has been added to this report. Section h6 : the a ( problem code ) code and f (impact code ) code have been added to this report reflecting the update. Section h3: to correctly indicate the device has not been evaluated by manufacturer as the section was erroneously marked "yes."

Manufacturer narrative:
H6 medical device problem code a01 was inadvertently omitted.